Event description:
Information was received from the distributor via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that when replacing the intellis ins, inceptiv "non-conforming device detection" displayed when attempting to communicate with inceptiv using the clinician app. It would not move forward. Contributing factors were problems with the inceptiv app. It was highly possible that the app was not downloaded to the end. Troubleshooting was performed such as hub synchronization, pds, and reinstallation of the inceptiv app were attempted, but the internet environment was weak so it could not be improved. The ins replacement surgery was discontinued. Issue was not resolved. Additional information received reported that the intellis ins needed to be replaced because it was close to the time of selective replacement. The cause of "non-conforming device detection" was unknown. The device logs were not available. The inceptiv ins was not implanted. An additional surgery will be scheduled to have a new ins implanted but the date was not fixed yet.

Manufacturer narrative:
Continuation of d10: product ID ct900e, product type multiple therapy product ID: a71400, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a71400. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 device codes. A071102 and a13 have been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there was no event with the intellis ins. As of (B)(6) 2025, surgery still had not been scheduled to replace the intellis ins. The inceptiv ins product body was in clean condition, as it was shipped without any defects, so it was expected to be used again at the next surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.